Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp), deployment difficulties and a shaft break occurred. The lesion was located in the common bile duct (cbd). The rx wallstent permalume 10mm x 60mm stent delivery system (sds) was advanced to the lesion, however, upon attempting to deploy the stent by retracting the "white pull", the stent became blocked, and was unable to deploy. The device was removed and, upon inspection, it was noted that the shaft was broken. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "ok".